Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the male luer from the secondary set broke off inside the smartsite y-port on the primary set while connected to the patient. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report that the male luer from the secondary set broke off inside the smartsite y-port on the primary set was confirmed. Visual inspection revealed the male luer tip of the non-bd secondary set was broken off and lodged in the proximal smartsite of the primary set. The male luer tip was broken off with one side slightly higher than the other. Inspection under magnification revealed a whitish colored stress marking on the broken luer tip¿s lower side. There were no signs of damage or deformities on the smartsite or on the rest of the male luer collar of the secondary set. After removal of the broken male luer tip from the smartsite port, functional and pressure testing resulted in normal fluid flow through the set with no issues observed. The root cause of the male luer tip breaking off was not identified.